Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, the sapien valves are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to off-label mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by edwards implant patient registry (ipr), the patient had undergone an off-label transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien 3 valve and on the same day as the tmvr procedure, the valve was explanted. A new 23 mm surgical valve was then implanted. No additional details have been provided.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: b2 (outcomes attributed to adverse events), b7 (other relevant history, including preexisting medical conditions), h6 (health effect - impact code, health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). Per the initial report, the patient had undergone an off-label transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien 3 valve and on the same day as the tmvr procedure, the valve was explanted. A new 23 mm surgical valve was then implanted. Additional information was provided by the field clinical specialist (fcs). It was confirmed that the 29 mm sapien 3 valve was implanted in the mitral position with a surgical valve implanted in the aortic position. The 29 mm sapien 3 valve was not explanted. Subsequently, additional information was received via medical records revealing the patient had undergone a mitral valve replacement (mvr) with the 29 mm sapien 3 valve and an aortic valve replacement (avr) with a 23 mm surgical valve for mitral valve disease with extensive calcification and moderate aortic valve stenosis. The mvr and avr were performed on the same day. Approximately 2 days post procedure, the patient exhibited right sided neglect and altered mental status. A computed tomographic angiography (cta) was performed and noted an occlusion versus a high-grade stenosis at the posterior cerebral artery. Further evaluation indicated a left posterior cerebral artery stroke likely secondary to the recent mitral valve surgery. The patient was discharged to a rehabilitation facility approximately 1 month post procedure. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef less than 30%, diabetes, age older than 70 years, bypass procedure time greater than 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and aortic valve replacement (avr) patients. After thv, there appears to be a more considerable proportion of early strokes occurring less than 24 hours post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause was unable to be determined at this time, the event may be due to one or more of the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to off-label mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.